Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. The customer states got an off no power alarm without a low battery warning. Customer did not receive a low battery alert prior to the off no power alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Troubleshooting was performed for off no power alarm. New battery resolved the issue. Advised to monitor the pump. The insulin pump will not be returned for analysis.